Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a button error alarm on the insulin pump and buttons are not responding. . Customer does not recall any significant events leading to the alarm. Blood glucose level 22 mg/dl. Nothing further reported.